Manufacturer narrative:
Combination product: yes. 19. Jan 2026 update: the operation was performed on january 14th, and the lv lead was capped. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Conductor fracture was suspected. An abnormality of the lead was detected via remote monitoring. During the follow-up, the lead impedance on all polarities was found to be abnormal. The lead will be replaced on january 14th.